Event description:
Pt was being monitored while undergoing thoracoscopy, in surgery. Unable to palpate wrist pulse (when attempting to draw blood from a-line). Blood gas drawn pco2 67, po2 47, sao2 71%. Not consistent with pulse ox monitor. Probe placed on same hand as philips monitor 70%. Philips probe replaced on another finger-same hand - now reads 71%. Converted back to 2 lung vent. Sao2 on both ox upto 99-100%.